Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411. Product ID: 9735824. H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the controller gave off a high geometry error. After the controller was replaced, the system functioned as intended. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during install, the system displayed a significantly higher geometry error for a patient tracker on a demo head than the other newly installed navigation system (.8mm vs .18mm). These values were observed with the demo head and tracker in the same position with the same flat emitter being used. A manufacturer representative (rep) also noted that instruments appeared to exceed geometry error tolerance at a lesser distance than the other system when raising the instruments away from the flat emitter. Troubleshooting information was received. Technical services (ts) had the rep verify that these results were the same across both breakout boxes and flat emitters. The rep confirmed that this behavior followed the system. The probable cause of the issue was the controller or the solid-state drive (ssd). There was no patient involvement.